Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer ats 2000 tourniquet system keeps pumping air; a leaking cuff was confirmed and the device was removed from service. After the unit was serviced the tourniquet system passed the leak and functional tests. Unit was then returned to service. Additional clinical follow up confirmed with the hospital that the unit was tested by the biomedical department at the facility after the surgical procedure and found no issues. The ats unit was returned to service in the operating room. The ats 2000 tourniquet unit was reported to have displayed an audible alarm and visual led message indicating a leak in the system was present. The leak was determined to have been a leaking zimmer re-usable tourniquet cuff. This MDR will be associated with MDR# 1035617-2011-00004.